Manufacturer narrative:
We have received and evaluated the complaint device. We have confirmed the reported incident. We found that one of the blade did not retract completely into the retainer when the centering hoop was in the closed position since the blade got caught on the side of the retainer. There was no issue with metal alignment and hoops were 90 degree apart from each other and meets our design specification. It is likely that one of the blades was damaged ( over tweaked ) during the manufacturing process. The blade tweaking process includes manual adjustment of each blade by the operator. Operator errors, though rare, are possible due to the manual nature of the adjustments. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of similar nature for devices from this lot. Therefore, we believe that it was an isolated incident. There was no injury to the patient as the result of this incident.

Event description:
During non-reverse bypass surgery, when doctor tried to open the blades of the valvulotome inside the patient's vein, he could not open the blade of the catheter. So, he took out the catheter in the closed position. The operation was completed using the device in stock.